Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experienced low blood glucose level. The customer¿s blood glucose level was 50 mg/dl at the time of incident. The customer¿s current blood glucose value was 82 mg/dl. The customer did not experience any symptoms of low blood glucose value. The customer treated low blood glucose value with food. Customer stated that the auto mode was automatically delivering insulin at the time of low blood glucose event. The insulin pump was on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege over delivery on insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer stated insulin was not dripping or squirting from end of set before connecting at their site. Customer reported programming is accurate. The insulin pump will not be returned for analysis.